Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the pump kept getting ifb ( insulin flow block) alarm during fill tubing and the patient had changed the set five times already. The insulin flow blocked the alarm. No further information available.